Manufacturer narrative:
Investigation summary: one (1) sample was received from the customer for investigation. The returned sample was examined visually using unaided vision. The needle has pierced the needle shield and the point is sticking out of the needle shield. The needle shield has a bend to it which caused the needle to pierce through the shield when the needle shield was pressed on. This misassembled part was then packaged automatically and therefore reached the customer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Conclusion: the needle shield has a bend to it which caused the needle to pierce through the shield when the needle shield was pressed on. This misassembled part was then packaged automatically and therefore reached the customer.

Event description:
It was reported that needle shield penetration occurred with a needle 18x1-1/2 sb. The following information was provided by the initial reporter, "needle sticking through cap causing needle stick."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle shield penetration occurred with a needle 18x1-1/2 sb. The following information was provided by the initial reporter, "needle sticking through cap causing needle stick."